Event description:
It was reported that the patient with this right ventricular (rv) lead experienced muscle stimulation during right ventricular automatic threshold daily tests. Technical services was consulted and recommended further investigation options. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).